Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit event site telephone number : (B)(6).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) gave electrical test failure #52 and autofill failure error message. There was no patient involvement.

Manufacturer narrative:
Additional phone number: (B)(6).